Manufacturer narrative:
Trilliant surgical was notified of the event on (B)(6) 2018 through a phone call from a physician. An event occurred where the trilliant 11mm disco implant (p/n 102-20-011) dislodged from the implantation site, requiring a revision surgery. It has been determined that the patient developed an infection after the revision surgery to remove the implant, as such, the disco implant was not responsible for the infection. This report is only regarding the dislodging event. The investigation consists of a review of the surgical technique and review of past complaints to attempt to identify the root cause of the event. An inspection of the device involved in the event was not possible as it was discarded by the facility. Review of the DHR was not possible as the lot number of the implant is unknown. Review of complaints: a review was conducted of the complaints log for parts 102-20-xxx (all disco implant sizes). There was one additional complaint for disco implants but it was unrelated to this type of incident (dislodged implant). Review of surgical technique: the information available was limited and it cannot be determined if the surgeon followed all steps in the respective IFU - (B)(4). It was reported that the implant dislodged but it cannot be determined when or how the dislodgment occurred. Conclusion: due to the limited information available from this event, the exact cause of the dislodgment cannot be determined, but the field will continue to be monitored for similar events.

Event description:
A surgeon called in on (B)(6) 2018 inquiring about trilliant disco subtalar implants. The call lead to the discovery of a patient complaint. The surgeon reported that the patient had filed a lawsuit in regards to an infection that developed due to a disco implant "dislodging." The case was originally performed on (B)(6) 2017 with a (B)(6) male patient with average bone quality. The surgeon utilized an 11mm disco subtalar implant (102-20-011) and experienced no complications during the procedure. It was also noted that the local trilliant representative was not at the case and could not provide further details. On (B)(6) 2018, a questionnaire was emailed to the surgeon's office for further detail regarding the previous procedure and the current complaint. The 102-20-011 will not be returned to corporate for review. On (B)(6) 2018, a trilliant quality engineer called tech surgeon regarding the infection, and the surgeon confirmed that the disco implant was removed from the patient at the facility, and the infection was observed post removal. On (B)(6) 2018, the surgeon's office manager also provided the following information: the patient came in at a later date reporting of pain and the disco implant was removed and no complications were noted at that time. It was noted that the infection developed after the removal was complete.

Manufacturer narrative:
--Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-11 below) as part of internal complaint handling activities. 1. Patient date of birth (a2) and weight (a4) not reported. 2. Date of event (b3) unknown. The event is considered to be the onset of patient pain/infection. 3. Catalog # and serial # (d4) not utilized by trilliant surgical. 4. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 5. Lot # and unique identifier (UDI) # (d4) could not be confirmed. All possibilities are listed below. 6. Explanted date (d7) is unknown. 7. Reprocessor name and address (d9) n/a to this report. 8. Concomitant medical products and therapy dates (d11) not reported. 9. As a result of item 5 above, device manufacture date (h4) could not be confirmed. All possibilities are listed below. 10. Section h9 n/a to this report. 11. No files attached to this report. --corrected information provided in follow-up submission d2 - common device name (product code is correct in initial submission) d3 - email address removed and fax number added. D4 - catalog #, serial # d6 - year corrected to 2017 e1 - initial reporter address and telephone added. G1, g2 - fax added. --additional information provided in follow-up submission d4 - lot # (see below.) G1 - name, telephone, and email address updated as different personnel is submitting the follow-up submission than submitted the initial submission. H10 - additional manufacturer narrative --additional investigation conducted on 03/09/2020: -DHR review while the specific lot number of the involved implant (11mm disco subtalar implant, 102-20-011) could not be identified, the following lot numbers were identified and reviewed as possibilities: 1. Lot #23617-05 [manufactured 06/06/2012, UDI (B)(4) which had no associated reworks (rwks) or deviations. Lot #23617-05 had one (1) associated nonconformance report (ncr); nmr 004 (2012) was initiated for the certificate of conformance listing the incorrect part number. This does not affect the performance of the implant. 2. Lot #24054-05 [manufactured 10/09/2012, UDI (B)(4) which had no associated ncrs, rwks, or deviations. As a result of the DHR review, it is concluded that the significant event found during DHR review of potential lot numbers did not correlate to the reported event.